Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue customer¿s blood glucose level was 596 mg/dl. The customer administered a manual injection to address bg level.